Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was not delivered during use. There was no patient injury. A second device was opened and worked correctly. The physician has many years of experience using the 5f mynxgrip vascular closure device (vcd). The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was not delivered during use. There was no patient injury. A second device was opened and worked correctly. The physician has many years of experience using the 5f mynxgrip vascular closure device (vcd). One non-sterile mynxgrip vascular closure device (5f) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, while the stopcock was observed to be open, with a cordis mynx syringe attached to the unit. Additionally, a 5f non-cordis catheter sheath introducer (csi) was returned inserted on the device. The sealant was exposed near the shuttle tip, and the advancer tube was found in its manufacturing position. The sealant sleeve was observed fully retracted, while the balloon showed no abnormal condition. No additional anomalies were noted during this visual analysis. A functional evaluation was performed, including both inflation/deflation and deployment simulation testing. The inflation/deflation test confirmed proper functionality, as the balloon inflated and deflated as expected. During the deployment simulation, no issues were observed, and the device operated as intended. The sealant was deployed, and the advancer tube advanced smoothly when the shuttle was distally pushed from the handle to continue the advancement sequence. The sealant deployment was completed successfully, and the advancer tube was fully removed over the balloon without friction or obstruction that could have affected the device¿s use. The reported event of ¿sealant-failure to deploy¿ was not observed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment since the advancer tube was still in its manufactured position and the sealant was exposed near the shuttle tip. The exact cause of the issue experienced by the customer could not be determined during product evaluation. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device passed functional analysis for deployment and there were no damages/anomalies that could have contributed to the issue experienced. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.